Event description:
It was reported that within a week of implant, there were multiple episodes of loss of contact asystolic activations. It was noted there were pauses recorded that were between 3.3 and 6.3 seconds in duration. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.